Event description:
It was reported that the patient experienced pain and discomfort at the implantable pulse generator (ipg) site. The patient underwent a pocket revision procedure in which the ipg was moved. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.